Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain and chronic low back pain. It was reported an infection related to the patient's device had occurred. The patient presented to the emergency department on the morning of (B)(6) 2019. The patient had an infection in the spine and the pain pump was exposed. It was reported the patient needed surgery. It was noted there had been leakage for the last two weeks, relative to (B)(6) 2019. Lab results were unknown at the time of the call. It was indicated the patient might a magnetic resonance imaging procedure (MRI). It was indicated the hcp did not have a programmer to interrogate the pump. The onset of the issue was unknown. No further complications were reported or anticipated.